Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported hemorrhage could not be conclusively determined.

Event description:
Related manufacturing reference 3005334138-2017-00138. Three days post ablation procedure, bilateral groin wound oozing occurred. During an ablation procedure, two introducers were inserted into the patient via the left groin. Three days post ablation procedure, bilateral groin wound oozing occurred. Medication and femoral compression were administered and the oozing stopped. The adverse event was not considered to be device related.